Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call experiencing sensor reading discrepancies. Customer stated that the sensor was reading 2.7 mmol/l but blood glucose level was 8.8 mmol/l. Customer stated that currently, the sensor is reading 2.5 mmol/l and blood glucose level is 10.5 mmol/l and the insulin pump keeps trying to go into threshold suspend. It was suggested to change orientation of the transmitter to improve signal. Customer was advised to remove and change the sensor. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.